Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08435. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined that the user's handling caused an unexpected stress on the head, resulting in a failure of the ccd unit, which resulted in the absence of an image. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with cut on the cord. No image was observed due to a faulty charge coupled device (ccd) unit. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Reported failure was confirmed. The root cause likely attributed to users mishandling and or maintenance issue.

Event description:
It was reported that the device exhibited an abnormal appearance, the user facility reported a cut on the cord. The issue occurred during reprocessing. No patient involvement on this report. No user injury reported.